Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer sent email reporting the top brush of the head, which showed evidence of the small plastic retaining clip having broken away and the top metal retaining post coming out, allowing the head to become detached, was in his mouth. No injury was reported.